Manufacturer narrative:
The customer has isolated the failure to the main board in house; however; the device is currently in transit for investigation. The manufacturing facility has initiated a corrective and preventive action associated to the main pcb. If new information is identified during the investigation, a supplemental report will be provided.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient involvement.